Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint event is not confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The investigation could not verify or identify any evidence of product contribution to the reported problem. The techniques utilized by the surgeon to seat the liner fall within the surgical technique for ringloc bipolar. "Carefully clean and dry the taper of the stem. Place the bipolar shell and femoral head assembly onto the taper. Fully seat the assembly head by means of firm axial impaction utilizing the femoral head driver and a mallet or hold the liner steadily against the femoral head. Twist and push the metal shell onto the liner. The metal shell will be fully seated when the metal ring engages the locking groove of the polyethylene liner". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the procedure, the surgeon experienced difficulty assembling the liner into the cup. After a few attempts, the liner was able to be assembled correctly and was used to complete the procedure. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.